Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 78" and "defib fault 79" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty safety relay on the hv module. Analysis for reports of this type has not identified an increase in trend.